Manufacturer narrative:
Device evaluation:device photograph(s) for the device related to the reported event of pruritus/lymphadenopathy/gel bleed/capsular contracture/wrinkling was reviewed. Visual analysis of the photographs identified: yellow particles on the surface of the shell. Deformation. A review of the device history record has been completed. No deviations or non-conformances noted.additional, changed, and/or corrected data: g1, g2, h6further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported following symptoms: panic attacks, weight loss / gain, stuffy nose, inflammation of the stomach lining, stomach problems, weak immune system, herpes in right eye, yellowing of the eyeballs, tingling, heaviness and feeling of pressure in hands and feet, pain when sleeping on the side, itchiness, swollen lymph node, stabbing pain in the right breast and silicone bleeding. Patient was diagnosed with capsular contracture ii-iii. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported, following symptoms: panic attacks, weight loss/gain, stuffy nose, inflammation of the stomach lining, stomach problems, weak immune system, herpes in right eye, yellowing of the eyeballs, tingling, heaviness and feeling of pressure in hands and feet, pain when sleeping on the side, itchiness, swollen lymph node. All determined, to be not device related. And stabbing pain in the right breast and silicone bleeding. Patient was diagnosed with capsular contracture, ii-iii. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
The events of "capsular contracture and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: panic attacks, weight loss / gain, stuffy nose, inflammation of the stomach lining, stomach problems, weak immune system, herpes in right eye, yellowing of the eyeballs, tingling, heaviness and feeling of pressure in hands and feet, pain when sleeping on the side, itchiness, swollen lymph node, stabbing pain in the right breast and silicone bleeding. Patient was diagnosed with capsular contracture ii-iii. (B)(4).

Event description:
Patient reported following symptoms: panic attacks, weight loss / gain, stuffy nose, inflammation of the stomach lining, stomach problems, weak immune system, herpes in right eye, yellowing of the eyeballs, tingling, heaviness and feeling of pressure in hands and feet. Patient was diagnosed with hashimoto.